Event description:
According to the report, the surgeon reported that one of his patients experienced a complication after undergoing a brow lift with bioglue for fixation. Approx 3 weeks post op, the incisions started draining a purulent material and required reoperation. The surgeon flushed and irrigated the area, and removed many 'crystallized bioglue particles". The patient has since done well.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in a follow up report.